Manufacturer narrative:
A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) picture was received for evaluation and no discrepancies were detected. One (1) sample was received for evaluation. Sample was received in used conditions without its original packaging and no discrepancies were detected in the sample. No root cause could been determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported that during a pre use check, the patient noticed the amount of air in the medication bag was less than usual. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07952 is no longer considered reportable, please disregard any MDR reports associated with it.